Event description:
A malfunction alarm was reported by the customer, indicating a pump malfunction. There was no adverse impact to the customer's blood glucose level. The technical support team arranged for the pump to be replaced under warranty, and the customer will use multiple daily injections as a backup therapy. The customer was also instructed to allow the pump¿s battery to deplete fully before returning it using a pre-paid label, and they acknowledged these instructions.